Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As per company distributor the iabp was evaluated and drive manifold is replaced. The iabp has not been cleared for clinical use as the failure has not been resolved. If additional repair information is provided by the company distributor, we will provide accordingly.

Event description:
The company distributor reported that during start up in service testing cs100 intra-aortic balloon pump (iabp) had high drive pressure. No patient involvement reported. No adverse event reported.

Manufacturer narrative:
A getinge engineer has evaluated the iabp and determined that the 8 psi regulator ,pneumatic reservoir and safety disk needs to be replaced. These parts have been ordered, and upon delivery and completion of repairs, a supplemental report will be submitted.

Event description:
The company distributor reported that during start up while performing a service test of the cs100 intra-aortic balloon pump (iabp), "high drive pressure" alarm was generated. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The company distributor reported that during start up while performing a service test of the cs100 intra-aortic balloon pump (iabp), "high drive pressure" alarm was generated. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
After delivery of the parts, a getinge field service engineer replaced the 8 psi regulator, the pneumatic reservoir and the safety disk. All functional and safety tests were performed to factory specifications, and the iabp unit passed all tests and functioned normally. The iabp unit has been shipped back to the distributor/customer for return to clinical service. No further investigation is required.

Event description:
The company distributor reported that during start up while performing a service test of the cs100 intra-aortic balloon pump (iabp), "high drive pressure" alarm was generated. There was no patient involvement and no adverse event was reported.